Event description:
It was reported that over a period of time there has been progressive damage of the electrode array. There are now 7 of the 12 electrode channels showing hi impedance. The patient's family state that the implant's housing has moved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.